Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed that the vibration motor was not functioning. Investigation indicated that the vibration motor pins were not making an electrical connection with the pcb. The malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.

Event description:
It was reported that all of the keypad buttons are unresponsive. There is no additional information available at this time.